Event description:
Allegedly revised for unknown reason.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the reporter. This report will be updated as additional information becomes available.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Complaint history reviewed and analysis shows no trend. Product not returned for evaluation. No catalog/lot number was provided. It is not known why the product was revised. An xray was provided of components prior to surgery and they appear to be vertical and anteverted; however, the positioning can not be confirmed based on the image provided.